Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced a bacterial infection and had contact with an hcp who prescribed an (unspecified) iodine ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced a bacterial infection and had contact with an hcp who prescribed an (unspecified) iodine ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive, and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from 3mh00e8e6tn to 3mh00e8g6tm. All pertinent information available to abbott diabetes care has been submitted.